Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing and the results were not satisfactory. A leak was observed in the gland of the third y-site clearlink due to a bent post. The reported condition was verified. The cause of the condition was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) health centre - stronach regional cancer centre- systemic therapy suite. Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare: (B)(6). Baxter healthcare: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿lowest luer lock¿ of a clearlink system continu-flo solution set was cracked leading to a leak. This issue was identified during a patient chemotherapy infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.